Event description:
It was reported that during the implant procedure while the ventricular lead was being implanted, the patient started to complain of chest pain and a smothering feeling. After awhile, the patient's blood pressure dropped into the 50s and the patient's heart rate decreased to 30 beat per minute or less. Ultrasound showing an accumulation of pericardial effusion from a suspected perforation. The physician confirmed that the helix was retracted before removing the lead from the patient; however, the helix was found to be extended upon removal. The helix was also noted to be bent. The patient was provided medication and the patient's blood pressure recovered. The procedure was completed without adding a right ventricular lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).